Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified left circumflex (lcx) artery. The lesion contained more than 90 degrees bend. A 2.75x20mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus premier stent with guidezilla. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by manufacturer: a promus element plus, mr, ous 2.75x20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from mid-section of the stent to on proximal end of the stent were pulled and stretched proximally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.